Event description:
Dr had already milled the femur, but found a rough spot that needed to be smoothed. He put the milling guide back on and continued to finish milling. One of the nurses was retracting a piece of skin with her fingers. The skin slipped from her fingers. She went to retrieve the skin and put her hand under the milling drape. The milling bur caught her finger and tore the skin off of her index finger.